Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address infection.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address infection. Doi unk - dor (B)(6) 2013 (left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was not provided. The initial reporting stated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.